Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Three of the set screws sheared off while being put in the screw. The surgeon removed the screw tightening the tulip had a defect. He inserted a new screw pf larger diameter and it worked perfectly. The screw was removed from c5. The construct was posterior c2-ti.

Manufacturer narrative:
UDI: (B)(4). Visual examination of the screw (product #: 1883-19-314) revealed that the threads torn off one side of the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause of the peeled / torn threads on the screw cannot positively be determined. However, the noted torn threads is most likely indicative of an inadvertent cross threading having occurred during screw tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.